Manufacturer narrative:
The fogarty embolectomy catheter was received for a full evaluation. The report of "failed the inflation" was confirmed. As received, the catheter body was broken next to y-adapter. The cross surface of broken section appeared uneven and rough. The catheter body matched at the broken location. Finally, no other visible damage was observed from catheter body, balloon, or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing process have the controls to detect this conditions, where the units are inspected according to plan specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter failed the inflation. No further information was available. There was no allegation of patient injury. The device was received for evaluation and the catheter body was broken into two pieces. Patient demographics unable to be obtained.